Event description:
Infant on ventilator when oxygen desaturation began. Infant was removed from ventilator and ventilated with anesthesia bag connected to oxygen blender set at 100%. Oxygen saturations dropped even lower. Blender disconnected, and anesthesia bag connected directly to wall oxygen. Oxygen saturations increased.